Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The patient developed an open sore. Started as a bruise that turned into an open sore due to garment rubbing. The irritation was open, no reports of seeping. The doctor had the patient remove the device. Sore improved after removing the device.